Event description:
It was reported that the user requested additional training for ilet use after experiencing recurrent low and overnight low glucose events, and the agent reviewed low-glucose safety guidance, advised treating when alerted by the ilet, and recommended additional training and a review of cgm target settings. Symptoms included hypoglycemia. Outcomes included user education and assignment for additional training. Investigation included troubleshooting with the user and educational counseling. Investigation of this case revealed no device alerts or alarms reported during the events, and no device malfunction was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.